Event description:
Pt had stryker scorpio nrg total knee in five years ago at a hospital in unknown state to this reporter. Recently pt complaints of instablity, giving way, and pain. X-ray showed that the implants appeared to be stable. Discussed treatment options, which included revision arthroplasty to include either a polyethylene exchange versus complete revision. Since the initial surgery was done at another hospital, there is no identifying data except the stryker scorpio nrg size 5. Polyethylene.what was the original intended procedure?either polyethylene exchange versus complete revision of all components. On (B)(6) 2012 went to surgery and had revision of right total knee arthroplasty, polyethylene exchange.